Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Device manufacture date: 9/15/2015-9/25/2015. Results: a sample is not available for evaluation. Twenty five retention samples from the reported lot # 5257031 were visually inspected and no damage, crack, or breakage was observed. A review of the device history record and quality inspections did not identify any nonconformance or specific event related to the customer's reported defect. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that the needle safety guard of a b100l bd ultrasafe¿ injection system needle guard broke off while a nurse was trying to inject. There was no report of injury or medical intervention.